Event description:
It was reported that the customer had a no delivery error on the insulin pump. Customer stated that her blood glucose level was 140 mg/dl last night, but her blood glucose level was 400 mg/dl when she woke up. Customer's current blood glucose level was 266 mg/dl. Customer treated with manual injection. Troubleshooting was performed and the insulin pump was programmed correctly. The insulin pump passed the prime and high pressure tests. Insulin pump will be replaced. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.